Event description:
Pt was intubated during a code blue. Intubation was successful and complied with hospital policy. Post intubation, cuff leak noted. Pt was receiving vt<200ml. Ett switched out by md. Pt reintubated. Leak test was done on previous ett validating leak with failure to maintain cuff pressures. Failure to maintain pressures in cuff post inflation.